Event description:
It was reported that far field p-wave oversensing was observed on the right ventricular (rv) lead. An x-ray was performed, and no anomalies were observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. The physician suspected the implant position was cause of the event.

Manufacturer narrative:
Further information was requested but not received.